Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer boots to an error, as a result the hard drive was reconfigured and software was reloaded. It was also noted that the electrocardiogram (ECG) connector on the link electronic module (lem) circuit board was loose, and the system fan was noisy. Product ID: 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer was broken, and no further details were available. The programmer was returned for repair. It was analyzed and tested out of specfication. There was no patient involvement.